Event description:
It has been reported to philips the touch screen is not responding.

Manufacturer narrative:
The device was sent to philips bench repair and the rse requested a loaner device to be sent to the customer. The device arrived at philips bench repair where the reported problem was confirmed. The display assembly (453564842111) was replaced. The non-invasive blood pressure, co2, and touch screen were calibrated. The device's functions were reported to be working correctly. The device was shipped back to the customer site. Based on the information available and the testing conducted, the cause of the reported problem was a defective display assembly. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.